Manufacturer narrative:
(B)(4).

Event description:
Initial implantation of an anterior cervical tissue shield plate was performed on (B)(6) 2011. Dr. (B)(6) inserted a two level (2045t) tissue shield plate using six 4.0 x 16.0mm screws (4016-a). The patient was experiencing some pain; x-rays indicated that one screw had backed out and broke one side of the tissue shield. A second surgery was performed on (B)(6) 2014 to remove the screw and piece of tissue shield. It was noted on the initial x-ray that the incorrect plate size was used and the screws were positioned sharply angled superiorly. It was also noted that the screw was not seated properly and the tissue shield was forced over the screw head. Dr. (B)(6) removed the screw and the broken tissue shield. The plate remains in the patient with a new rescue screw (4316) in the position of the screw that backed out. The patient is in good condition.